Event description:
During ultrasound guided placement of left pleural indwelling catheter, guidewire was removed at the end of the procedure. It was noted to be unraveled on one end. Post-op x-ray showed foreign body wire on left anterior chest wall. Pt elected not to have it removed, as an open thoracotomy would be required.